Event description:
The diabetes clinical manager reported via phone call that the insulin pump alarmed motor error during the rewind process while she and the customer attempted to program the insulin pump. The customer's blood glucose was 185 mg/dl. The customer stated that she had never used the insulin pump. The caller noted that the customer was able to clear the alarm but was not able to complete the rewind sequence, as the insulin pump continued to alarm motor error. The customer was advised to replace the insulin pump and declined to return the device for analysis, stating that she already had a working insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.